Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that head shift due to handling of patient head during sterilization prep and investigation of head position during implantation caused the observed issue. (B)(4).

Event description:
It has been reported that after the surgery, a few electrodes were approximately 6mm parallel to where they should have been. The surgeon noted that most of the inaccurate trajectories were lateral, while the medial trajectories seem to show better adherence to the planning. A surgery delay has been reported more than 2 hours.